Event description:
Inbound. Pump alarming with no disposable displayed on screen. Despite troubleshooting, alarm persists, cassette changed to backup pump and alarm persists. No further details provided.